Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that the rear caster bent at the post. The dealer has no further information to provide.